Manufacturer narrative:
Initial.

Event description:
It was reported that a user who recently switched to the ilet with an inset infusion set experienced hyperglycemia, with a fingerstick/ilet reading of 592 mg/dl and had approximately 30 units of insulin remaining. The user had eaten two meals without making meal announcements and completed a full supply change with guidance, after which insulin delivery was resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user self-monitoring for a downward glucose trend without need for emergency care or hospitalization. Investigation included troubleshooting with education regarding proper use, emphasis on meal announcements, and execution of a complete supply change. Investigation of this case revealed that missed meal announcements were the likely precipitating factor for the elevated glucose, with no evidence of device malfunction after the supply change and resumed delivery. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcements, were the most probable cause.